Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leaking from the end of texium during an administration of adriamycin IV push. There is no report of patient harm.